Event description:
Initial reporter indicated that during a system diagnostics test, the handheld computer screen with 7.1 programming software did not display the "elective replacement indicator info." Good faith attempts are being made for more info pertaining to the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.